Manufacturer narrative:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had broken wheel. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and replaced broken wheel (d401-00-0050) caster,maxi - lok and tested unit functions all pass function test. Performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for patient use.

Event description:
It was reported that during routine checkout, the cardiosave intra-aortic balloon pump (iabp) units broken wheel is replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.